Event description:
Boston scientific received information in (B)(6) 2013 that an alert for high out of range shock lead impedance measurement was detected via remote monitoring. The health care facility was alerted and dismissed the alert. Additional information was received that the patient was seen in the clinic and they do not believe there is any performance issue with the lead. They will continue to be monitored remotely. Boston scientific received information that this patient's remote monitoring system detected another alert (high shock impedance) in (B)(6) 2013. The local representative was contacted and was informed of the alert. The information related to the alert had already been reviewed by the clinic. The clinic nurse contacted boston scientific's technical services to discuss the shock impedance trend for this device and lead system. Data from the patient's remote monitoring system was reviewed by ts who confirmed that an out-of-range shock impedance had occurred in (B)(6) 2013. The hcp was informed by ts that the shock impedance values for this single coil defibrillation lead will trend higher. Ts explained that the clinic nurse should discuss this further with the physician. Subsequently, boston scientific received information from the local representative that according to the clinic, the patient had not been seen for a device check. The physician has elected to continue to utilize the patient's monitoring system. No intervention or noninvasive pacing study has been planned. There was no fluoroscopy imaging or x-ray taken as the physician does not suspect a lead fracture. There has been no evidence that electromagnetic interference is involved in the clinical observation (high shock impedance). The physician does not suspect a product performance issue involving the device or lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.